Event description:
I have received allergan naturelle smooth breast implants in 2009, I was (B)(6). Dr. (B)(6). I started to have anxiety, fatigue, brian fog, and sore joints, back in 2016. Then, circulation problems, tingling hands and feet, random prick feelings everywhere. Hands and feet sometimes turn white, my neck and face get hot with red patches, severe stomach pain, with migraine headaches daily. Chest pain that makes me curl up in a ball at times. I see stars almost every time I bend down and back up, weird body odor. My eyes have had a calcium type of build up that has came and gone multiple times, light sensitive and blurry vision come and go as well. I have had what seems like an eye infection many times that comes and go without treatment. I can't lift much with my left elbow, and my right shoulder is starting to give me the same issue. My skin and hair are so dry no matter what I do to stay moisturized. I'm starting to get psoriasis on my right foot. Ringing in my ears, I have been to emergency room several times for yeast/bladder infections I believe, I was never given a diagnosis just antibiotic. (B)(6) have this information online. I have days I'm not able to carry on a conversation with people, because I can't think of my next word. I can't use my right hand very long, writing this my hand has gone numb. I can't explain to the one reading this why this is but my most important role in life, I'm not doing a good job at. Being my kids mom, my girls deserve a mom. I have no energy, never feel good. My insurance doesn't cover explantation, my anxiety has kept me from going to the doctor and hoping someone will believe me. Other than my few trips the ER, I went to a primary care doctor and received medication for migraines. I had my daughter in 2014, born prematurely at (B)(6) is how far along I was. Breast implants I have heard could contribute to premature pregnancies. I hope this helps in some way.